Event description:
A confirmed motor stall and motor stall recovery was recorded in the event logs. The patient had an MRI on (B)(6) 2012. The stall occurred (B)(6) 2012 at 17:34, (B)(6) 2012 stopped. Pump may exceed tube set. The pump was checked for the first time post MRI on (B)(6) 2012 at 13:46 and then the motor stall recovery occurred at 13:58. It was further reported "false motor stalls" or telemetry state error. There were no audible alarms and no patient symptoms. The pump delivered gablofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: unknown. (B)(4).